Event description:
It was reported that during a coronary stenting treatment procedure, a balloon rupture occurred. The de novo lesion was located in a non-calcified unknown vessel. Vascular access was femoral. The lesion was predilated with a non bsc balloon. A 3.5mm stent was implanted in the lesion. The 3.5x12mm quantum maverick balloon was advanced to the lesion and inflated to 9 atms. The balloon ruptured on the first inflation. The procedure was completed with another device. No patient injuries or complications occurred. Patient status is listed as good.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer - as a unit has not been returned, a technical analysis cannot be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).